Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint confirmed. One unpackaged ar-1204as-90 was received for investigation. Visual inspection identified that the blade was unable to be flipped, as the flipcutter assembly had broken at the weld proximal to the handle. The actuator tube was returned separated from the main assembly, and was noticeably twisted at the distal tip, indicating that the breakage occurred as the device was torqued. The cutting tip remained intact. The damage observed is consistent with user-applied forces during use.

Event description:
On 10/11/2021 it was reported by a sales representative via email that an ar-1204as-90 flip cutter blade would not flip back. This occurred during an acl reconstruction when the flip cutter blade would not flip back after retro-drilling the femoral tunnel. There did not appear to be any bone still stuck in the device, and the surgeon spent quite a bit of time trying to get the blade to flip back. He was able to bend it back with a needle driver, but not without compromising the device. There was no patient effect reported, no fragments were left in the patient. Additional information provided 10/11/2021 the bone quality was good nothing out of the ordinary